Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305916 batch#:rejn0116, 4033669, 3332983, 2258504. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that the 2 separate needles clogged during depo administration, needle completely detached from safety device after immunization administration and had to be manually removed from patient's arm, 2 separate needles clogged during depo administration, 2 needles clogged during depo administration and needle clogged during depo administration. Verbatim: issue 1 - 2 separate needles clogged during depo administration. Issue 2 - needle completely detached from safety device after immunization administration and had to be manually removed from patient's arm. Issue 3 -2 separate needles clogged during depo administration. Issue 4 - 2 needles clogged during depo administration. Issue 5 -needle clogged during depo administration. Item - 305916. Lot - rejn0116, 4033669, 3332983, 2258504.

Manufacturer narrative:
(B)(4). Supplemental MDR/correction - needle clogged/blocked. Correction: following submission of initial MDR, lot number was not correctly reported. Section d updated to reflect correct information. Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.